Event description:
(B)(4). G day we have 3 invacare chargers, and 2 tdx wheelchairs, when anyone touches (chromed metal parts) either the charger or the wheelchair they receive a mild electric shock, this is worse if you touch my bed which earthed (the bed has been tested and is ok). Our house and all plugs, leads, adaptors, and other equipment has been fully tested by both the first and again by the second ausgrid technician and passed all tests. Can you please tell me how invacare battery chargers are leaking ac voltage (up to 90v ac) to the body of the charger and the frame of the wheelchairs when charging? The chargers were tested by ausgrid electricity technicians and labelled un-safe and do not use. After the first ausgrid technician attached danger/defect labels to the battery chargers un-safe and do not use. The invacare dealer had all the chargers replaced with new invacare battery chargers but they are also giving an electric shock ac voltage (up to 90v ac) on (chromed metal parts) either the charger or the wheelchair frame.